Manufacturer narrative:
D10 concomitant products: egia60avm, egia60avm egia 60 artic vasc med sulu - (lot#: n5g1369y); egia60avm, egia60avm egia 60 artic vasc med sulu - (lot#: n5g1369y); egia60avm, egia60avm egia 60 artic vasc med sulu - (lot#: n5g1369y); egia60avm, egia60avm egia 60 artic vasc med sulu - (lot#: n5g1369y); egia60avm, egia60avm egia 60 artic vasc med sulu - (lot#: n5g1369y); sigadaptstnd sig power sigadaptstnd linear adapter - (serial#: unknown); egia60avm, egia60avm egia 60 artic vasc med sulu - (lot#: n5f1618y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the bricker cystectomy, the first charge was loaded into the powered stapler experienced difficulty firing and produced a noise described as similar to a hammer drill. After opening the device and replacing the charge with another from the same batch, the device articulated rapidly and uncontrollably from side to side until it broke, sending pieces outside the surgical field. Subsequent charges from the same batch also failed, with one failing to open after firing and emitting a noise described as "peep, peep, peep." In total, five charges from the same batch did not function correctly. The procedure was extended to more than an hour due to these issues. The surgical team replaced the barrel, powered handle, and casing, but the problems persisted with charges from the same batch. When three charges from a different batch were used, it functioned properly, indicating a batch-related issue.